Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 300 mg/dl and 100 mg/dl. No adverse event reported. Requested return of the alleged device; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.